Event description:
It was reported that a patient with a right atrial (ra) lead developed an infection. A lead revision was performed, and the system was explanted. No additional adverse effects were observed in the patient. The lead's serial number, implantation date, and explantation date are unknown.